Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the tubing connector. The site location was the patient's left side of abdomen, and the pump was in the right pocket. Further, the infusion set had been used for a few hours. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.